Event description:
Palpitations, blood pressure decreased. Case description: spontaneous report was received on (B)(6) 2013 from a physician regarding an (B)(6) female pt, initials unk. The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with synvisc (hylan g-f 20) injection at a dose of 2 ml (route and frequency not provided) in an unspecified location. The lot number of synvisc was not provided. On (B)(6) 2012, the pt experienced palpitations and decreased blood pressure. The action taken with synvisc treatment was not provided. On unspecified dates, the pt recovered from the events of palpitations and decreased blood pressure. Relevant concomitant medications were not provided. The intensity for both the events was not provided. The reporting physician assessed the relationship between synvisc and both the events as possible. Follow-up info was received on (B)(6) 2013 from the physician regarding the pt info, relevant history, clinical course and event info (event of palpitations was assessed as medically significant by the physician), hence the case upgraded to serious. The pt was identified with, initials (B)(6) with gonarthrosis of both knees (kellgren and lawrence grade 3) developed on (B)(6) 2012. The pt's medical history was significant for pacemaker and concomitant disease of sjogrens disease. On (B)(6) 2012, the pt received the first injection of synvisc at a dose of 2 ml into the left knee. The lot number for synvisc was unk to the reporter. On (B)(6) 2012, the pt received the second injection of synvisc at a dose of 2 ml into the anterolateral parts of both knees. It was reported that the pt had no skin disease around the injection site, intra-articular infection, intra-articular inflammatory symptoms or fluid retention prior to the injections. The same day, three hours after the injections, the pt experienced palpitations and the treatment with synvisc was discontinued. It was reported that the event of palpitations bothered her badly for the first two days and received unspecified treatment for the event of palpitations. On (B)(6) 2012, palpitations recovered. Relevant concomitant medications included mohrus (ketoprofen) tape. The intensity for the event of palpitations was moderate.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on 06/20/2013. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.